Manufacturer narrative:
The exact incident date is unknown. It is believed that the event occurred on or before (B)(6) 2011. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001.

Event description:
It was reported that an advantx system was experiencing a flickering of the image on the live monitor during fluoroscopy. The issue may result in a degraded image quality that can prevent completion of an exam. No patient injury or death reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.